Event description:
Caller states that the meter contact was melted in the battery compartment. She reports that fluid was coming out of the battery. She reports that the previous battery appeared 'swollen' when she removed it. No injuries reported. Requested return of suspect device and replacement was sent.